Event description:
It was reported that the customer's insulin pump was alarming button error. Customer stated device was exposed to moisture. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces on the act button. The insulin pump had a stained end cap sticker, minor scratches on the display window and a cracked reservoir tube lip. No moisture damage was noted on the electronic assembly or motor.